Event description:
Event description guidant received information that this ventricular lead displayed loss of capture on a holter monitor electrogram. An increase in ventricular threshold measurements was noted and all other lead measurements were appropriate. No adverse patient effects were reported.